Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 69 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms, no display ramping on its own anomaly, or no unexpected vibration noted during testing. The insulin pump had missing end cap sticker, cracked case at display window corners, cracked battery tube threads, and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.